Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The failure mode was due to contamination around purge motor assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that when the automated impella controller (aic) was preparing to begin priming, the purge fluid did not flow and a controller failure alarm occurred, which were resolved by replacing internal components. No patient was involved.